Event description:
It was reported that after a diagnostic heart catheterization, arteriotomy closure was achieved of the right femoral artery using a starclose se device on (B)(6) 2010. Reportedly, on (B)(6) 2011, the patient noticed a black dot in the crease of his groin at the entrance (arteriotomy) site. It appeared to the patient to be lint in the mirror, so he tried to wipe it away. However, the black dot did not move, so the patient scratched the area lightly, and it came off in his hand causing a small break in the skin at that location. Further review of the black dot indicated that it was the starclose se clip, which was also confirmed the next day by the physician. The patient reported some minor discomfort at the site and a small break in the skin, but an infection had not developed. The patient presented to the physician the next day that checked for signs of an infection, pulse in femoral artery, and checked for pulsations that may indicate weakening of the artery wall at the site, which were normal. The site was bandaged and the patient was sent home. The physician was reported to be trained in the use of the starclose se device. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report it was found that this incident is a duplicate product experience as medwatch manufacture report number 2024168-2011-07752. The product was not returned for analysis, which may have assisted in the investigation. Possible contributing factors for the reported starclose se device clip not achieving arteriotomy closure and migrating to the surface one year later can be influenced by, include, but not limited to, manufacturing deficiencies, patient anatomical conditions, and operator deployment techniques. During manufacturing, the starclose se clip is formed and is inspected for acceptability. The starclose se clip lot is then destructively tested for lot acceptance, upon passing testing; the clip is used in the assembly process. The released starclose se clip is then used in the device manufacturing process, where there are additional checks to ensure the proper orientation and loading onto the device under magnification. With the in-process inspections in place, the lot acceptance verification, and reported information of a successful clip deployment, there is no indication of a manufacturing deficiency. Although, it was not known if a femoral angiogram was performed prior to arteriotomy closure, there was no challenging anatomical conditions reported. The operator was reported to be trained in the use of the proglide device. The mis-deployment of the clip can be caused by incorrect operator deployment techniques if the deployment steps. The starclose se instructions for use (IFU), states that the following steps should be followed to deploy the clip to close the arteriotomy. While stabilizing the body of the device with the right hand and supporting the clip delivery tube with the left hand, raise the body of the device to a 60 to 75 degree angle. Support the clip delivery tube with the left hand and gently push the device down on top of the artery to seat the clip delivery tube on top of the access site. While maintaining downward pressure and device stability, depress the deployment button with the right thumb. However, no information was provided regarding the deployment technique of the operator. Based on the reported information and the inspection criteria, a definitive cause of the clip not achieving closure, migrating to the surface, and associated patient effects could not be determined. A query and review of the complaint handling database was not performed because the device lot number was not reported. To assure that all products perform according to specifications, during manufacturing all devices are subject to an inspection and verified for proper loading of clip onto carrier tube. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device. A quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.